Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold and possible loss of capture. It was further reported that the right atrial (ra) lead was undersensing. The lv and ra leads remain in use. No patient complications have been reported as a result of this event.